Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the device would not come up "s or c" with the keyboard plugged in. Analysis also found that the programmer's initial boot took a long time but after the initial boot-up it booted correctly. After being on the programmer had a overheat message. When the power was cycled, the programmer would no longer come up. The power supply and fan were found to be very full of dust.

Event description:
It was reported the programmer won't come up with or without keyboard plugged in. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer won't come up with or without keyboard plugged in. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.